Event description:
Boston scientific received information that this left ventricular pacing lead fractured. Pacing impedance measurements greater than 2,000 ohms and increased threshold measurements were observed. The pocket was reopened and the lead was capped. At the procedure, it was noted that the insulation appeared to have worn. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.